Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Prior to decontamination, the dilator contained blood residue and appeared to be used. Examined after decontamination with the unaided eye, the tip appeared to be damaged. Microscopic examination showed that one side of the dilator tip was split and folded back. There were white regions around the tip where it had split, indicating that it had been exposed to stress. The inner diameter of the dilator tip could not be measured due to the damage to the tip. A review of the device history records for the dilator did not reveal any manufacturing related issues. The instruction booklet (B)(4) provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. The customer did not report whether or not this step was performed. The report that the tip of the dilator was damaged was confirmed through examination of the returned sample. The dilator tip was folded back on one side, which is characteristic of the dilator encountering resistance during insertion. Based on the condition of the sample as received and the appearance of the tip, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter tip is frayed/damaged.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. Per product complaint form - product usage is unknown. However, initial triage of the device sample indicates patient use.

Event description:
The customer alleges that the catheter tip is frayed/damaged.